Manufacturer narrative:
The investigation of kit lot 01002z did not find any product problem. It is also important to note that during review of the data sample 1 generated a sars-cov-2 detected result with a CT at the limit of detection (lod) for the assay. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from us alleged discrepant result on cobas liat system.sample 1 generated positive results for sars-cov-2 and negative results for flu a and flu b. These results were reported and as the patient was not exhibiting flu-like symptoms, a new sample was recollected. The sample was recollected and tested on the liat and a negative result was generated for all three targets.additionally, this recollected sample was tested on cepheid, which generated negative result for all 3 targets.it is also important to note that during review of the data sample 1 generated a sars-cov-2 detected result with a CT at the limit of detection (lod) for the assay.the results were reported to the doctor and no harm was indicated.the investigation of kit lot 01002z did not find any product problem.

Manufacturer narrative:
(B)(4).